Event description:
The company was informed that the pt reportedly experienced sudden loss of lock. A company rep performed external equipment troubleshooting and programming changes. However, the problem was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.